Event description:
It was reported that bd nexiva 18ga x 1.25 in dp with maxzero separation adapter from tubing it was reported by customer that luer lock port loose, and has disconnected causing fluid to come out from IV attached to other port. Verbatim: rcc received a complaint via email. Email(s) attached. Luer lock port loose, and has disconnected causing fluid to come out from IV attached to other port. Have noticed in particular it getting loose or coming off after flushing or disconnecting tubing. There is a concern for it disconnecting when it is not clamped, and fluid is not running as this could cause massive amounts of blood loss if not noticed quickly. Many staff members have experienced these issues.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383579 and lot number 4010866. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Hello, 1. Date of event was 4/5/4024. 2. Lot # 4010866. Reference # 383579. 3. Rn witnessed continuous infusion tubing disconnect from piv y site during patient use. Blue luer lock adapter was connected to infusion tubing. No harm to patient. Back flow of blood from disconnected tubing able to be flushed, tubing replaced and reconnected. New luer lock attached. 4. No photo taken. Rn did not save product. Thank you,